Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. At the visit on site the field service engineer (fse) secured a loose nitrogen tube, replaced the circuit board and calibrated the e3 and e4 sensors. The device met specifications prior to fse leaving the site. This is a known issue and a non-conformance investigation was already opened. However, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on e4 sensor. Label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. In this reported case it might be also possible that a loose nitrogen tube or a faulty circuit board has caused the reported error. This cannot determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an energy error displayed and treatment stopped at three percent progression during a topography-guided custom ablation treatment (t-cat) procedure of the right eye. Reporter indicated an energy check was performed, remaining 97% treatment was recovered, and treatment was completed with no further issues.